Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call hospitalization for high blood glucose and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was unknown. The customer's current blood glucose level is over 530mg/dl. The customer states they treated high levels with the pump, before the hospitalization. The customer states they were put on an insulin drip and IV. Troubleshooting for high blood glucose was conducted. The customer is being sent out tubing clamp to perform high pressure test, and complete troubleshoot. The customer was advised to change sets, reservoir, insulin, and treat per their health care provider.